Event description:
Procedure: laparoscopic cholecystectomy reportedly, the instrument would not fire, then at some point during attempts to fire it, the clips fell out of the instrument into the patient cavity. The clips were retrieved without difficulty. No reported patient injury.